Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a suburethral sling (obtryx tvt-o) + anterior and posterior repair + sacrospinous colpopexy procedure performed on (B)(6) 2011 for the treatment of stress incontinence; moderate (grade 2) rectocele and cystocoele; vault prolapse (previous tah). During the procedure, it was noted that the patient had moderate rectocele and cystocoele, vault descent to 3cm from introitus and atrophic vagina. Normal cystoscopy at the end of the procedure and no stitch or tape was seen. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeons are: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.